Event description:
The hcp reported the pt was admitted to the hosp with a headache. A lumbar puncture was done that demonstrated a questionable viral meningitis and frontal lobe mass on cat scan. The pt was treated with antibiotics. A neurosurgery consult was obtained for the mass. No device troubleshooting was done. The pt was reproted to have recovered without sequela- "residual migraines."